Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken clamp. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. Upon further review, the quality engineer has identified the reported condition as a door issue. This condition had the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the customer's reported problem of "clamp broken" was confirmed and reproduced. Service determined that the cause was due to a broken door latch. Should additional information become available, a follow-up medwatch will be submitted.